Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30039889l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and an issue of ¿blood on the tip of the catheter¿ occurred. After the procedure, upon wiping down the thermocool® smart touch® sf bi-directional navigation catheter, blood was noted to be attached to the tip. Physician inquired regarding contact force being affected by blood on the tip. The procedure was completed without patient consequences and the event has been assessed as an MDR reportable malfunction for the blood attached on the catheter tip.

Manufacturer narrative:
On 9/17/2018, the biosense webster inc. (Bwi) failure analysis lab (fal) received the device for evaluation. Initial visual analysis found no visual evidence of thrombus or clot. A reddish foreign material in clear pebax section of the catheter. The peek housing is cracked at transitional area approx 1.6 cm from distal tip and there is a dent on ring 1. All of these issues have been reviewed and assessed as not reportable as the potential risk that these findings could cause or contribute to a death or serious injury is remote. However, the complaint continues to be reportable for the initially reported issue of, thrombus/clot. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 10/12/2018 additional information about the event was received. It was clarified that after the procedure, upon wiping the thermocool smarttouch bidirectional sf catheter, blood was observed on the side of the irrigation hole at tip. It was confirmed that it was not a thrombus/clot. As such, the complaint has been reassessed as not reportable for the thrombus/clot issue. Additional information also indicated there were no error messages observed on any bwi equipment during the procedure. There were no issues related to temperature and flow on the catheter or contact force. The stockert generator was in power control mode. The patient received anticoagulant (unspecified) during the procedure. The patient did not exhibit any neurological symptoms since the procedure was completed. On 10/18/2018, further evaluation of the returned device included a scanning electron microscope (sem) analysis which identified ¿evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax.¿ this finding of a ¿hole on the pebax¿ has been reviewed and assessed to be an MDR-reportable malfunction. Product evaluation details: the product evaluation was completed. The device was inspected and no evidence of thrombus or clot. Reddish material was found in the pebax, the peek housing was found cracked and the ring was found dented. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. The catheter was tested on the generator and the temperature and impedance values were observed within specifications. A cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly; no irrigation issues were observed. Deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. Then the magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. The root cause of the t bar slippage cannot be determined, however, an internal corrective action has been opened to investigate the issue of deflection issue and t bar slippage. Correction: device code changed from 1096 to 1504. Manufacturer¿s ref # (B)(4).